Manufacturer narrative:
Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found high telescope percentage in variables report that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Escalation and trend/cluster assessment: a cluster assessment found 1 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Quality non-conformance (qnc) determination: based on the investigation a qnc is not applicable.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. This happened with 4-5 tampons from the same box. The consumer is confident that all pieces were removed, but she did seek medical assistance at a later time to confirm all the pieces were removed no further information is available at this time.